Manufacturer narrative:
Device failure is suspected.

Event description:
Further information reveals the patient underwent a full revision surgery on (B)(6) 2011. The generator only was returned to the manufacturer for analysis. The lead was not returned.

Event description:
Further information from physician reveals that the high impedance was first seen on diagnostics on (B)(6) 2011 and the last good diagnostics were obtained on (B)(6) 2011. It was also indicated that the patient fell, striking face within one week of (B)(6) 2011 which may have caused the high impedance. The increased seizures are believed to be due to poor sleep. A new prescription was prescribed for the sleep and the seizures improved. The patient was also diagnosed with an ear infection prior to the increased seizures which may have contributed to the increase. The seizures did not increase for one month after high impedance found. It was noted that the patient's medications were increased to help with the increased seizures.

Event description:
Analysis was completed on the returned generator and no anomalies were noted with the device.

Event description:
It was reported that the patient's device was showing high impedance. Notes from physician state that x-rays were taken and a gap/break was noted in the lead near the lower neck area. It was also noted that the patient has had an increase in seizures in the past couple weeks and also has otitis. It was also noted that as the ear infection resolves, the seizures are decreasing, so they appear to be related to the otitis. The patient had had an increase in seizures in (B)(6) 2011 for an unknown reason. Revision surgery is likely, but has not occurred to date. Attempts for further information have been unsuccessful to date.